Manufacturer narrative:
Eval summary: the analysis found that the device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred fom external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use). No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap nissen procedure, the shear gave an instrument error. Another shear worked fine. Extended or time 20 mins. There was no pt consequence.